Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) stated plan to perform a defibrillation threshold (dft) test for further evaluation on the lead integrity. At this time, the rv lead remains in service. No adverse patient effects were reported. Subsequent additional information was received that reported that during a clinic visit, defibrillation threshold (dft) testing was successfully completed. It was noted that lead calcification is the suspected cause of the high out of range shock impedance measurements observed. No additional adverse patient effects were reported. At this time, the rv lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) stated plan to perform a defibrillation threshold (dft) test for further evaluation on the lead integrity. At this time, the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.